Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding firmware errors. A global receiver functional test was performed on the receiver and it passed. A liquid crystal display (lcd) drop test was performed on the receiver and it passed. The complaint of the receivers display screen becoming frozen was confirmed. The root cause could not be determined post investigation.